Manufacturer narrative:
H3: analysis of the desktop charger, model 37761, s/n (B)(6), revealed: bent/ broken connector pins at the end of cable. Scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken desktop charger (dtc) connector pin. An email was sent to repair to replace the desktop charger. Pin got bent the other day. Patient (pt) called back in reported they needed recharger antenna because there was fraying along the recharger antenna. Pt reported they had some error screen pop up. Agent sent an email to repair to replace the recharger antenna. It was reported that the patient had a damaged programmer antenna cord . An email was sent to repair to replace the programmer antenna cord; a couple weeks ago pt started having difficulty with their programmer antenna on getting it connected, when looking at the cord where the plug was, something broke off. Pts hcp was shane sobrio. Patient called in and reported that they actually needed the patient programmer because the port was damaged. Agent sent an email to repair to replace the patient programmer.